Manufacturer narrative:
Follow-up # 1 date of submission 07/09/2014 - device evaluation:the pump has been returned and evaluated by product analysis on 07/01/2014 with the following findings: visual inspection revealed that there was moisture in the display. A leak test was performed and a bolus button leak was found. The pump was not able to power on. Unrelated to the complaint, evaluation revealed that the battery compartment was cracked form the case seal to the grip pad. The pump case was removed and moisture and corrosion was found on internal surfaces. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (blank screen w/moisture) issue. The reporter alleged that the display was blank. It was noted that there was moisture/corrosion in the keypad. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.